Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary vessel. A 2.50x24mm synergy drug-eluting stent was advanced for treatment. However, the stent strut got caught in the calcification and got lifted. The procedure was completed with a non-bsc device. No patient complications were reported.